Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump using instructions provided by technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction appeared again.